Event description:
In (B)(6) 2024, my father received the med el cochlear implant and subsequent sonnet processor. He abided by all rehab and post-op orders, wore it constantly and kept the tv, music, etc. On to try and "learn" to hear from the device. His hearing never improved and became worse. We were warned of this during the informed consent process, and he understood this may happen as well. However, he became increasingly depressed and frustrated after receiving the implant. We could all tell during our multiple family visits his hearing was worse than with hearing aids, but he was too proud to complain. On (B)(6) 2025, I went to check on him, as other family members notified me that he was not answering his phone the entire day before (B)(6). I found him on his bed with a self-inflicted gunshot wound to his head. Upon searching the home to prepare for estate sales, etc., we found the processor in the fireplace, obviously thrown across the room before he decided to take his life. I am not sure if the device failed and was causing pain or he was just "pissed off", but that was a clear sign to me the implant and processor were a major part in this devastating decision. I understand he was 86 years old and multiple things compounded his decision to take his own life. However, he was a very healthy 86-year-old with a loving and devoted family, and seeing the processor thrown across the room into the fireplace, I cannot help but know this was a major contributor in his decision to end his life. Warnings of depression and suicide should be added to the label of this device and processor. I will never know why he did this unfortunately, but I am certain this procedure and device had a major impact on his decision to end his life so violently.